Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: phone_control_ios omnipod 5 software app version: 2.1.0 operating system: 26.1 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought urgent care due to an infection at the pod infusion site. The patient stated that the pod was applied while at the gym and was painful upon insertion. The patient further noted that he was wearing jeans, which may have contributed to pressure/friction. After removing the pod, the infusion site was described as hard, red, and swollen, with the redness progressively expanding over time. Blood glucose levels were reported at 160 mg/dl upon pod removal. The patient subsequently presented to the emergency room and was treated with antibiotics. The patient reported preparing the site by wearing gloves and using alcohol wipes and shaving the area prior to application.